Manufacturer narrative:
Follow-up #1: date of submission 9/13/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/19/2016 with the following findings:. One cs 064 motor error observed in black box on (B)(4) 2016. Evidence of moisture contamination behind display lens and inside battery compartment. Pump powers with returned battery cap. Removed pump case. Evidence of additional moisture contamination inside pump including motor circuity. Unable to adequately investigate "cs064" complaint due to inability to perform a load/step function and to run 24hr basal program.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6)

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump alarmed for call service 064. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.